Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water tube and air/water cylinder had white foreign material. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the no image is no problem detected and for air/water tube and air/water cylinder had white foreign material is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.